Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 149 allegations of a malfunction, 74 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to battery compartment and battery cap damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 149 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 24-310 pounds and between 3 and 80 years of age. Of the reported patients, 49 were male, 100 were female, and 0 were unknown.